Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that device exhibited no rate modulated response even when programmed to peak exercise.